Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt experienced a motor stall due to MRI or other medical procedure. No motor stall recovery was noted. No symptoms or outcome were reported. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.